Event description:
It was reported that during follow-up low, out of range, atrial pacing lead impedance was noted. No intervention was performed. The patient¿s condition is fine.

Manufacturer narrative:
(B)(4).